Event description:
Procedure: colectomy. Reportedly, after applying the instrument to bowel tissue the instrument did not seal. The device was removed and an unspecified amount of bleeding continued. The doctor used a similar device to complete the procedure and injuries were reported.